Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information has been added to the following fields: h6 and h10. Correction: d10 (therapy date).   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the issues were resolved by turning off the device and reseating the cable. However, due to the facts found from the investigation and the fact that the device was not returned, we could not identify a cause.     Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer advised that they powered down the system and reseated the cables to resolve the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center encountered a b30 communication error. The issue was found during preparation for use, the intended procedure was completed with a similar device and without delay. There were no reports of patient harm.